Manufacturer narrative:
The pump was received with minor scratched lcd window, cracked keypad at select button, keypad texture damage, missing reservoir tube o-ring and missing retainer. Unable to perform displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the retention ring of the reservoir compartment came loose and the reservoir fell out. The customer's blood glucose level was reported to be 54mg/dl. It was reported that the pump would be replaced.